Event description:
It was reported that during a procedure for treatment of bile duct carcinoma, the dr found the distal segment of the guidewire was broken during its first use. He withdrew it and used another one to finish the procedure. It was reported that there were no injuries or complications for the pt.